Event description:
Chair is unstable when it sits in the base; the whole chair wobbles with one finger. Rptr states that MFR asks pts to sign waivers to not use them outdoors but advertising shows them being used outside. Danger is that chair assembly post (motorized base) will snap off and cause a fall. MFR is supposed to be fixing wheelchair but rptr thinks a design change is needed. MFR has tried to fix three times.

Event description:
Add'l info rec'd from MFR 8/10/01: pt's statement that the "chair is unstable when it sits in the base": the hoveround teknique fwd was tested at a univ's human engineering research labs per the wheelchair standards for static stability and dynamic stability. The report indicates both static and dynamic performance of the teknique equals or exceeds performance of typically available powered wheelchairs. The testing indicates the stability of the teknique power chair is not in question. Pt's power wheelchair was equipped with a power seat lift option which raises the seat 6" vertically to access cabinets, etc. The power wheelchair is also equipped with a "full inhibit" preventing drive capability when the power seat lift is in use or in a raised position (page 39, owner's manual). If the 1/4" cap screw was not tightened as indicated on page 47 the seat may appear "loose" but cannot be detached without lifting the seat a full 2" to 5" vertically from its receiver tube. Pt requested that MFR extend seat height an add'l 4" which is not recommended in conjunction with the power seat lift and standard adjustments. MFR told pt their concerns and informed pt they would be required to sign a waiver acknowledging concerns and that pt would only be operating the unit on hard level surfaces. At no time was pt told they could not use the unit outdoors. MFR discussed other options with pt and removed the power seat lift at their request and installed a higher stationary seat post 7/11/01. MFR followed up with pt the following day and pt was satisfied and stated, "the chair no longer rocks and seems stable." Also pt said their "knee did not hurt after a prolonged period in the chair." MFR again spoke to pt on 7/18/01 and pt requested some add'l seat height so a svc tech was dispatched and installed a seat height spacer. MFR is continuing to work with pt to their satisfaction and should be returning to make some final adjustments to positon pt's knees and add a seat back cushion the week of 8/13. Please refer to the owner's manual and documentation.